Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited episodes of noise on the right ventricular (rv) and shock channels. The noise on the rv channel resulted in oversensing and inhibition of pacing. It was noted that the patient's underlying rhythm did come through after the pacing inhibition. All lead measurements were noted to be good. Technical services (ts) discussed they cannot rule out electromagnetic interference (emi) or myopotential oversensing. Ts discussed troubleshooting and programming options. The physician noted they would attempt troubleshooting options at a later date. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
(B)(4). The sample was discarded therefore an evaluation was not performed.

Event description:
During a follow up call to the facility nurse on (B)(6), 2010, the nurse indicated antibiotics were being added to the peritoneal dialysis bag as the patient had peritonitis on an unknown date in (B)(6) 2010 which was treated with unknown antibiotics for an unknown length of therapy. The peritonitis is considered resolved. The nurse did not have the patient's chart available to complete the peritonitis worksheet. The nurse reported that the patient's peritonitis is not related to the patient initial report of an overfill. The patient continues to use the cycler for peritoneal dialysis therapy. This is the master complaint related to the cassette for the event of peritonitis.

Manufacturer narrative:
(B)(4).